Event description:
This is filed to report single leaflet device attachment (slda) it was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 with an enlarged atrium. The patient presented with fibrotic central and thin central/lateral leaflets. The first clip was implanted with no reported issue; however, insufficient mr reduction was achieved. A second clip was advanced to the mitral valve. A loss of leaflet capture was experienced due to thin leaflets. After successful grasping, the clip was deployed. After deployment, a single leaflet device attachment (slda) occurred. The clip had detached from the posterior leaflet. Final mr remained at grade 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue in the lot. Based on available information, the cause of the reported incomplete coaptation and difficult or delayed positioning (leaflet capture) are due to patient anatomy. Additionally, the reported effect of mr appears to be a cascading effect of incomplete coaptation. Additionally, the reported effect of mr appears to be a cascading effect of incomplete coaptation. The reported effect of mr is listed in the instructions for use (IFU) which is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.